Event description:
The customer contacted stryker to report that the buttons on their device were unresponsive. This is indicative of lock-up condition. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was concluded that the device cannot be repaired. The customer will receive a replacement device.

Event description:
The customer contacted stryker to report that the buttons on their device were unresponsive. This is indicative of lock-up condition. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the customer's device and observed that it would not detect the patient through the defibrillation electrodes. During evaluation and during several power-up cycles it was observed that pressing the language and child-mode button did not result in enabling their respective functions as the device kept repeating the audio prompts without being operated and no patient load connected. It is likely that this behavior explains the reported lock-up condition. The root cause of the reported and observed issues is determined to be the ECG a/d converter, ic u25. The device was archived by stryker.